Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that all medstation es on critical override mode. The technical service specialist dialed into the station and restarted the synchronization service to resolve this issue. The system functioned as intended after the technical support specialist inspected the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be server.

Event description:
It was reported by the customer that a bd pyxis¿ es server on critical override. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.